Manufacturer narrative:
(B)(6) 2015.

Event description:
It was reported that following a previous surgery during which time the patient had the left cylinder of his spectra penile prosthesis removed, the patient had the right cylinder of his spectra penile prosthesis removed in (B)(6) 2015 due to unspecified reasons. The patient was then implanted with a new cylinder on the right side on (B)(6) 2016. No patient complications were reported in relation to this event.